Manufacturer narrative:
The insulin pump was received with blank display problem isolated to connector. We were unable to perform displacement, rewind, seating and basic occlusion due to blank display. The insulin pump was received with cracked retainer, scratched case and keypad overlay texture damage.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer called in to report a blank display. The customer's blood glucose level was unknown. No further details were provided.

Manufacturer narrative:
The customer called in to report a blank display. Also stated that the insulin pump is impossible to start and will switch off completely. However, the customer stated that they can feel the vibration and led notification blinking.